Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that, the electrode was missing on few sensors. The blood glucose was 12.2 mmol/l at the time of the incident. The device is not expected to be returned for analysis.